Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition with the jaws properly aligned. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a vat lobectomy procedure, the clips were falling out of the jaws of the device while being preloaded. None fell into the patient. Procedure completed using same like product. No delay in surgery. No adverse patient consequences reported.